Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump recently returned a no delivery alarm during priming. Customer reported that a complete set change resolved the issue. Customer also reported having trouble with high and low blood glucose levels. Customer stated that she had a blood glucose level of 34 mg/dl earlier in the day of the call. Customer also reported having skin irritation, but no infection at the insertion site. Blood glucose level at the time of the call was not provided.